Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the pump not being connected to ac power and the battery drying as a result of use without charging the battery; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: serial number, UDI, g4: 510k, and h4: manufacturer date are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump turned off by itself. It was unknown if there were any adverse patient effects.